Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, while the patient was asleep, her dexcom cgm ceased providing glucose readings, and her omnipod reportedly stopped functioning. No additional details regarding the cgm error state were available. Upon waking, the patient experienced symptoms of lethargy, weakness, and reported feeling ¿not herself.¿ she was subsequently taken to the emergency room (the individual who facilitated transport was not specified). At the ER, her blood glucose level was recorded at 380 mg/dl. Treatment included administration of four bags of IV fluids and an IV insulin drip. At the time of the report, the patient remained hospitalized with a blood glucose level of 180 mg/dl. She was reportedly feeling better but continued to experience weakness. No discharge date had been scheduled. Attempts to contact the patient for further event details were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.